Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon rupture occurred. The target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. A 15mm x 2.25mm nc quantum apex balloon catheter was inflated twice. During the second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status post procedure was good.

Manufacturer narrative:
Age at time o event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).